Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that luer locking screw at the end of the IV line separated from the tubing.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the locking screw separated from the end of the set, and returned one sample of material 10942011, lot 24055639. Upon initial visual examination, the set verified the complaint, and the male luer spin collar was not on the set, and was also not returned with the sample. The male luer post was measured for inconsistencies in the dimensions. The root cause for the luer collar separation could not be determined. There was a cross-functional investigation into the issue including the supplier of the luer component, the manufacturing plant, and the clinical team. The luer post was measured and was within dimensional specification. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.